Manufacturer narrative:
The investigation of the customer's reported issue finds it to be confirmed based on evaluation of returned device. Conmed received one 60-5274-132 in opened original packaging. Lot number was verified based on returned packaging. A visual inspection was performed, the black insulation on the shaft is not connected and slides off. The returned device exhibits the reported claim, nevertheless a root cause cannot be established. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A two-year lot history review was conducted and found this is the only event reported for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 11 complaints, regarding 11 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Also, per the IFU, the user is advised that these electrosurgical suction/irrigation instruments should only be used by surgeons trained in surgical endoscopy according to established hospital protocol. Misuse use of this or any other electrosurgical device, can result in a patient injury. Read and become familiar with all instructions and directions before using this device. Always use the lowest possible settings to achieve the desire electrosurgical effect. Additionally, the IFU advises the user that this product is designed for non-continuous operation with a duty cycle of 10 seconds on and 30 seconds off. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, conmed japan reported issues with 60-5274-132, stealth 32 lhook laparoscopic electrode, lot 202102081, experienced by (B)(6) hospital, minato, on (B)(6) 2021. Information received was that the black seath (sheath) had is detached before the surgery. Another new one was prepared, and the surgery was completed.¿ it is noted the issue was found in pre-op testing, there was no impact or injury to the patient and the procedure was completed with an alternate. This report is being raised on the basis of previous FDA filings for similar malfunction with potential for injury upon reoccurrence.

Event description:
On behalf of the customer, conmed (B)(4) reported issues with 60-5274-132, stealth 32 lhook laparoscopic electrode, lot 202102081, experienced by (B)(6) hospital, (B)(6) on (B)(6) 2021. Information received was that the black seath (sheath) had is detached before the surgery. Another new one was prepared, and the surgery was completed.¿ it is noted the issue was found in pre-op testing, there was no impact or injury to the patient and the procedure was completed with an alternate. This report is being raised on the basis of previous FDA filings for similar malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been received into conmed¿s complaint system for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.